Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the device, and the reported problem of the front bearings were broken was not confirmed. The unit was found to be functional but exhibited excessive vibration near the elbows, likely due to worn/damaged gears and lower bearings. This condition may be due to normal wear out over time, but was likely exacerbated by improper or ineffective cleaning and maintenance of the device. No add'l info is available. (B)(4).

Event description:
Report received from (B)(6) stating that the "front bearings are broken". The device was being used in surgery. There was no pt or user injury reported. It is unk if there was a delay in surgical procedure. No add'l info was provided.